Manufacturer narrative:
The instruments in the cycle subject to the event were reprocessed prior to use. A meditek services technician arrived onsite to inspect the v-pro max sterilizer and found that the cylinder within the injection assembly was damaged. As the cylinder was damaged this allowed a leak inside the injection mechanism and the reported "pressure rise high" alarm. Due to the "pressure rise high" alarm, the sterilizer's door remained closed and user facility personnel were unable to retrieve the instruments present in the sterilizer causing procedure delays. The technician replaced the injection assembly and necessary components, ran a test cycle, and confirmed the unit was operating according to specifications. No additional issues have been reported.

Event description:
The user facility reported that the v-pro max sterilizer alarmed "pressure rise high". No injuries were associated with the reported event; however, procedure delays were reported.